Event description:
According to a translation of a medical summary received from the initial rptr, the pt was admitted to the hosp for repair of a dissecting aneurysm and replacement of their ionescu-shiley aortic pericardial xenograft heart valve due to aortic stenosis. According to the translation of the medical summary, prior to surgery, the pt had experienced symptoms of fatigue and palpitations.